Event description:
During robotic surgery, an endostapler was used. Later in the procedure a blue, plastic like material was found in the abdomen. The used stapler was examined and one portion was broken off. The material found in the abdomen was consistent with the stapler material.